Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one power hickman catheter and two electronic photos were returned for evaluation, gross visual evaluation was performed. An evaluation of the sample evaluation photos and two electronic photos by the manufacturing site was performed. The reported issue cannot be confirmed from the photo review as the complaint comments states that it is unknown whether the provided photo is associated with this complaint. Based on the sample evaluation, the investigation is confirmed for the reported breach in sterile barrier issue as a cut through the packaging label was noted. Based on the manufacturing site evaluation, a closer view of the pouch tyvek reveals a black line in a circle oval shape to easy identification of the affected area. A cut is visible within this section. The cut appears to be caused by a sharp instrument and is located just at the printed artwork depicting the power hickman single lumen. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a catheter placement, the device package allegedly torn. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo is provided for a review. The investigation of the reported event is currently underway. (Expiry date: 02/2022). Device pending return.

Event description:
It was reported that prior to a catheter placement, the device package allegedly torn. There was no patient contact.